Event description:
Information was received from a healthcare provider regarding a patient who was receiving unknown morphine drug (na mg/ml at na mg/day) via an implantable pump for unknown indications for use. It was reported that that the patient came in with a 2 ml alarm that was low reservoir activated. The healthcare provider (hcp) reprogrammed everything to reset the alarm and then went to program the patient. When the hcp tried to end the session, they got a message that said there was an active pump alarm code 190 . The technical service (ts) reviewed that the hcp would need to reinterrogate the pump to silence the active alarm. The hcp confirmed that they had updated the pump and the reports looked fine then stated that the first report said low reservoir alarm, reset the 2 ml chain, 236 service code, pump motor stall 529, and service code 190. The hcp stated that this was the first time they have seen a patient with an active alarm since they had the tablet updated. The hcp stated that on the previous version he would not need to silence the alarm but would just need to update the reservoir volume and low-res alarm. The hcp also mentioned he has a lot of patients that hit their low reservoir alarm due to missing refills. The patient left already and will need to call them back to silence the active alarm.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) stated that the patient left without an alarm then the alarm re-stalled after 18 hours later. The patient came back to silence the alarm. There was no pending stall. It was noted that there was alarm reset issue at the pump fills during updates.

Manufacturer narrative:
Continuation of d10: product ID a810. Lot# serial# unknown. Product type software medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.